Event description:
It was reported that when using the bd pyxis¿ es server multiple orders were not crossing. The customer stated that they had to place the station on critical override mode in order to remove the medication. The customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with customer that hospital information technology (hit) was aware of this issue at hand and was able to fix the issue. The system functioned as intended after the customer resolved the issue.